Event description:
It was reported that the ilet pump¿s display screen was cracked, after which the user stopped using the device; a replacement ilet was provided, and the original was returned. Symptoms included no reported adverse physiological effects and no reported impact on blood glucose readings. Outcomes included no medical intervention, no hospitalization, and no clinical sequelae. Investigation included review of the complaint details and coordination for device return logistics. Investigation of device case revealed damage to the external display component consistent with user-reported cracked screen and associated device component damage, without evidence of functional impact on glucose management. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to handling or use conditions.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.